Event description:
The issue is concerning deflation of the balloon shaped dome during removal. Dr insists that it will not deflate, saying he cut below the "cut here" line each time, and he would wait a few moments for it to deflate before removing, but it still wouldn't deflate. They had to go in and use other methods to deflate and remove. They had saved the products, but they started to smell bad and throw them away.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for eval.